Event description:
The end user is stating that her caregiver picks her up using a sling and puts her in her wheelchair in which she sits in the wheelchair for about 3 or 4 hours. The end user is alleging that the sling caused her to get sores on her bottom. She stated that she was hospitalized for 3 weeks because of this issue. The end user is stating that while she was in the hospital she used a nylon sling. The end user is alleging that the material of the sling is too rough for her skin. Referred the end user to her physician for further assistance. No additional information provided.